Event description:
Reporter alleged obtaining a discrepant blood glucose value of 150 mg/dl back to back with a result of 470 mg/dl when testing was performed within 10 mins on the voicemate advantage system. Reporter stated that at a different time another test of 92 mg/dl was performed back to back with a result of 22 mg/dl within 10 mins on the same system. Reporter stated that at a different time other tests of 214 mg/dl and 14 mg/dl were performed back to back with a result of 29 mg/dl within 10 mins on the same system. Within 10 mins of the last 3 readings, another result of 288 mg/dl was obtained on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.